Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture along with had high pacing threshold measurement. Additional information from the field representative indicates that this rv lead was confirmed to be dislodged. No reports of asystole of greater than 2 seconds. This rv lead was explanted and replaced a new rv lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.